Event description:
A customer contacted beckman coulter inc. (Bci) reporting a fluid leak on the right and left side of the diluter of the coulter lh 750 analyzer. The customer mentioned a blue leak and a bloody leak although only one leak was noticed during the start up of the unit. The user was wearing personal protective equipment (ppe) at the time of the incident. No injuries occurred and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. Patient treatment was not affected from this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(6) 2011 and replaced the cut tubing on the lower right side under the sheath tank that was leaking. Repairs were verified per established procedures prior to returning the instrument into service. The root cause for the leak is that the tubing through vl53b was cut and damaged. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).